Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was damaged. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps failure was analyzed, and failure analysis did not replicate nor confirm the reported complaint. The fenestrated bipolar forceps passed the recognition and engagement tests on the in-house system. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The fenestrated bipolar forceps passed the energy delivery test with various orientations of the grip tips. No damage was found. The instrument was fully functional. No product issue was identified.